Manufacturer narrative:
Block h6: device code a040506 captures the reportable event of coil peeled. Block h10: the returned stone cone was analyzed, and a visual evaluation noted a knot near the distal stop. Functional examination identified that the opening and closing of the blue sheath was difficult due to the presence of the knot. The tip of the blue sheath appears to cover a thick part of the coil, which is consistent with it being in accordion. The attached image on the complaint record shows a knot near the distal stop which is similar to what was found on the returned device. The reported event was confirmed. Based on all available information, it is likely that the difficulty experienced by the user occurred while testing the device prior to use since the device was received with the coil open and knotted. The damage is consistent with excessive force applied while attempting to sheath the coil. It is likely that the user applied excessive force after feeling resistance cause by the working length being bent or from excessive pinching of the blue sheath by the user. The instructions for use (IFU) provides instructions for testing the device prior to use and states "prior to use, ensure that the coil is working properly by advancing the sheath over the coil to the positive stop and then retracting the sheath to open the coil. The sheath of the device should be straight during testing." Therefore, the most probable root cause is unintended use error. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2021. During the procedure, the shaft part became accordioned and a photo submitted by the customer showed that the coil was peeled. The procedure was completed with another stone cone. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2021. During the procedure, the shaft part became accordioned and a photo submitted by the customer showed that the coil was peeled. The procedure was completed with another stone cone. No patient complications were reported as a result of this event.